Manufacturer narrative:
The country of origin is (B)(6). It was noted that the qc is run weekly for both levels and passed. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek pro ii meter serial number (B)(4). The initial result was 5.4 inr. It was noted by the healthcare representative that the patient's blood was very thin and did not think it had registered correctly. This prompted a retest and two minutes later the rerun result was 4.1 inr and then 3.8 inr. The patient's therapeutic range is 2.5 inr. The patients current condition is not stable. It was noted they have an unstable lifestyle and consumes alcohol. The patient is not compliant.